Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.

Event description:
It was reported that the customer jumped into the pool with the insulin pump on and the device had a blank display. Troubleshooting was performed. The customer stated that she can see water inside the insulin pump. No further info was provided.